Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, a blue piece of foreign matter was found inside the reservoir outlet cap. There was no patient involvement as this occurred during setup. Surgery was completed successfully. Product was changed out.

Manufacturer narrative:
Terumo did not receive the actual device for investigation and visual inspection confirmed the complaint, foreign material was present. The most likely cause of the event is due to a missed inspection. An awareness training was conducted with associates. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.